Event description:
Per technician diagnosis, "foot section of bed and head section would not lay flat due to motor malfunction. Spindle blocks inside motor are worn down and can not properly lift up head/foot section of bed.".

Manufacturer narrative:
Per technician diagnosis, "foot section of bed and head section would not lay flat due to motor malfunction. Spindle blocks inside motor are worn down and can not properly lift up head/foot section of bed.". It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.